Event description:
"Peripheral IV was inserted. Primary line was infusing with 500cc ns, normal saline. Secondary set added to primary line and tubing was primed with saline. Avastin/chemotherapy hung on thre secondary set and primary bag of saline lowered. Clamp of secondary set was opened and avastin quickly was flowing into primary saline. Avastin was then stopped and hung on primary set and infused without problem"